Manufacturer narrative:
The additional three proglide devices are filed under a separate medwatch report number. (B)(4). The device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. It should be noted that the perclose proglide instructions for use, (IFU) states: for sheath sizes greater than 8f, at least two devices and the pre-close technique are required. It is unknown if the reported violation of the IFU contributed to the reported difficulties. In the absence of device returned for analysis a conclusive cause for the reported marker lumen blockage could not be determined and the subsequent treatment appears to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.

Event description:
It was reported that an arteriotomy closure of the left common femoral artery was attempted using four proglide devices via a 14fr sheath, after an impella removal procedure. Reportedly, blood flow was not achieved with the first three proglide devices. A fourth proglide device was backloaded over the guidewire into the patient anatomy. Blood flow was achieved, and the suture was deployed with the guidewire in place. The guidewire was removed, and an attempt was made to close the foot plate. The proglide device could not be removed from the patient anatomy and it was thought the foot plate was in the open position. The device was opened, and it was found that the foot plate was outside of the body. A hematoma developed and manual compression was applied. The patient was given 2 units of blood and a vascular surgeon was called. A cut down was done to control the bleeding and remove the proglide device. It was found that the proglide device was caught in the patient¿s tissue. It appeared the artery was torn from the rough edge of the proglide device where the silver and black parts meet. The artery was sutured closed to repair the torn artery and achieve hemostasis. A clinically delay in the procedure was reported. No additional information was provided.